Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked from the septum immediately after the cartridge was filled. Reportedly, the customer completed the load process and resumed insulin delivery. The customer refilled the same cartridge again on (B)(6) 2017 and reported that insulin leaked from the septum. Insulin delivery was resumed. The customer experienced ongoing blood glucose (bg) levels of over 500 mg/dl. A follow up with the customer confirmed that the customer was okay with the bg level and did not provide additional information regarding the event.